Manufacturer narrative:
Conclusion: vascular access complications are highly dependent on patient anatomy, user technique, and peripheral devices, particularly closure devices. It was reported that the stenosis was found after the iliac closure was completed, which means that the closure technique or device is a potential source of the stenosis. Vascular access-related complications, including stenosis, are a known risk of the procedure per the evolutr instructions for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product will not be returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the delivery catheter system (dcs) was removed and the right external iliac closure was complete, an angiogram showed ninety percent stenosis of the right external iliac artery access site. A balloon angioplasty was performed improving blood flow. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.